Event description:
It was reported that the device went to eri (elective replacement indicator) less than 5 years post implant. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High battery impedance occurred, leading to eri. Eri due to high battery impedance was logged on 31 jan 2011 prior to explant. (B)(4) version 8 installed 27 jan 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.